Event description:
The physician attempted to deploy perclose. The dr was unable to complete the deployment as the device became "stuck" mid-procedure. Two add'l physicians were consulted while the pt was in the cath lab. The pt was taken to the or for a CABG. The device was removed at that time.

Event description:
Add'l info rec'd from MFR 09/14/01; question 7 inquires about the current status of the device. A perclose rep had noted on the complaint from that the device is being held by the facility.